Manufacturer narrative:
A product investigation was performed. The returned screwdriver was confirmed to be broken at the distal tip. Most of the tip feature was missing leaving behind a small fragment attached to the shaft. No additional issues were noted with the device. Replication of the complaint condition and a functional test is not applicable, as the tip is already broken. The complaint is confirmed. No additional malfunctions were observed during investigation. Visual inspection, device history record (DHR) review and drawing review were performed under this investigation. A material check or hardness check were not performed at cq as there is no indication that the material or hardness would have contributed to this complaint for this 8+ year old reusable instrument breaking. Relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. Due to the feature deformation (breakage), accurate measurements of the tip feature were unable to be obtained. No definitive root cause was able to be determined. It is likely that over 8+ years of consistent use and possibly exposure to excessive torque during surgery has led to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reportedly there was no surgical delay.

Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for: DHR review: part number: 314.05, synthes lot number: 318473, supplier lot number: a4ef953, release to warehouse date: 16-jun-2009, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this products, and any subcomponents, which would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Lot number, UDI provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a screwdriver broke off into the head of a 7.3mm threaded cannulated screw 150mm during a si (sacroiliac) screw placement surgery on (B)(6) 2017. This happened after the surgeon inserted the screw, while he was tightening it. The screw is implanted in the patient and the broken tip of the screwdriver is still embedded in the screw. Concomitant device report: [7.3mm threaded cannulated screw 150mm] (part #: unknown, lot #: unknown, quantity: 1). This is report 1 of 1 for (B)(4).